Event description:
Compression of both the right iliac limb graft (cook medical zsle-16-56-zt with lot number: 15472009) and left iliac limb graft (cook medical zsle-16-74-zt with lot number: 15479959) that were implanted along with the complaint device: zfen-d-12-28-76, lot number: ac1136087.

Manufacturer narrative:
No part of the device was returned for evaluation. Images were provided and reviewed by the medical director, who stated that there was some mild-to-moderate deformity of the iliac limbs of the device seen on the cone beam CT and that it is more appropriate to call it partial kinking rather than compression. The pre-op CT showed that the whole aorto-iliac system was quite tortuous, and at the level where the distortion of the graft was seen, the pre-op CT showed fairly tight curves of >120-degree change of direction on both sides. The medical director also mentioned that in general, once an endovascular device is placed, it tends to straighten out much of the tortuosity, with the graft acting as ¿scaffolding¿ to hold its shape. However, if the tortuosity is severe enough like in this case, the residual curvatures of the tortuosity can cause some deformity of the graft, leading to kinking. The medical director could also confirm some mild kinking in the region of the overlap between the main proximal graft body and the distal bifurcated component, a couple of centimeters below the renal arteries. However, none of these deformities seems to be causing any significant obstruction to blood flow based on the imaging reviewed. As per the medical director assessment, the 'kinking' of the graft in this case is not considered to be related to a failure of the device but most likely due to the patient¿s anatomy, particularly the tortuosity of the aorto-iliac vessels. Review of device history record found that work order: (B)(4) appeared complete, and the quality control inspection record was verified to ensure that the device passed inspection. There were no non-conformances raised or temporary deviations in place at the time of manufacture. The instructions for use (IFU) supplied with the device for general information only was found to contain sufficient instructions and guidance and states: 4 warnings and precautions. 4.1 general use information. The long-term performance and safety of endovascular grafts has not yet been established. As a result, life-long, regular follow-up must be undertaken in all patients to assess the ongoing performance of the zenith fenestrated aaa endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. 4.3 implant procedure. Inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. 5 potential adverse events other adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. Based on the investigation and the medical director's assessment, the most likely cause of the device kinking/compression was the patient¿s anatomy, particularly the tortuosity of the aorto-iliac vessels. A review of the manufacturing records did not reveal any discrepancies that could have contributed to the reported issue. The investigation concluded that the complaint device was manufactured to specification. Cook will continue to monitor for similar complaints.

Event description:
(B)(4): compression of both the right iliac limb graft (cook medical zsle-16-56-zt with lot number 15472009) and left iliac limb graft (cook medical zsle-16-74-zt with lot number 15479959) that were implanted along with the complaint device: zfen-d-12-28-76 lot number ac1136087